Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided pictures identified the device is covered in bio-debris. The first thread ring is damaged and there is additional metal debris present in the threads. Complaint confirmed based on evaluation of provided image. The device history records were reviewed for deviations and/or anomalies with no results that would have contributed to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a hip procedure, it was found that the cone body of the femoral component did not provide adequate limb length and offset, so the surgeon attempted to remove it. After numerous attempts were made to engage the disassembly tool with the cone body, it was found that the screw thread was cross threaded. The implant was unable to be removed as planned. The surgeon decided to close the patient, order a different head size and have the patient return to the operating room at another time. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Report source united kingdom. Product location is unknown and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2023 - 00470.